Event description:
During a ptca procedure, the balloon initially would not hold pressure. It was also reported that the balloon would not deflate. A syringe was used to deflate the balloon. No pt injuries or complications occurred.